Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; 3 events were confirmed during testing. Two devices were seized and were not able to be further tested; however, evaluation found the device to be affected by damaged and worn internal components. One device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 24 malfunction events in which the device overheated. Sixteen reported events had no patient involvement; no patient impact. Five reported events had patient involvement; no patient impact. Three reported events had no information available from the facility regarding patient involvement or patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 23 devices were received for evaluation; 20 events were confirmed during testing, 15 devices were found to be affected by damaged internal components, 5 devices were found to be affected by corrosion. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event, 2 device evaluations are in progress, 1 device is expected to be returned; but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 24 malfunction events in which the device overheated, 16 reported events had no patient involvement; no patient impact, 5 reported events had patient involvement; no patient impact, 3 reported events had no information available from the facility regarding patient involvement or patient impact.